Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with excessive no delivery alarms. The patient's blood glucose at the time of incident was 412 mg/dl. The no delivery alarms would persist despite infusion set, reservoir, and site changes. There were no bent cannulas. The set and site changes are performed regularly as well. No further details were provided. The insulin pump will be returned and replaced.